Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the ipg pocket was relocated. Reportedly, the issue resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain and discomfort at the ipg site due to weight loss. In turn, surgical intervention may take place at a later date to address the issue.